Event description:
The following was reported to drager; a patient was transported from their hosp room to interventional radiology for a procedure. The oxylog 3000 plus was ventilating the patient during the transport and was to be utilized during the procedure in interventional radiology. In interventional radiology, the patient was placed on their stomach (prone position). The oxylog 3000 plus alarmed after placing the patient in prone position. It was discovered later that the intubation tube had become extubated and the patient was not being ventilated during the procedure. The patient ultimately expired. No malfunction of the oxylog 3000 plus was alleged.